Manufacturer narrative:
Additional information : imdrf annex a and g codes.

Event description:
It was reported that the device alarmed unexpectedly for "near end of infusion". The clinician indicated unexpected alarms caused confusion and may have led to unspecified over infusions to neonatal patients. The clinician indicated antibiotics, caffeine, fentanyl as medications that may have over infused however they were not able to provide any specific instances of over infusion or what the infusion parameters were. The clinician confirmed that no patient harm had been documented.

Event description:
It was reported that the device alarmed unexpectedly for "near end of infusion". The clinician indicated unexpected alarms caused confusion and may have led to unspecified over infusions to neonatal patients. The clinician indicated antibiotics, caffeine, fentanyl as medications that may have over infused however they were not able to provide any specific instances of over infusion or what the infusion parameters were. The clinician confirmed that no patient harm had been documented.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.